Event description:
It was reported that the left ventricular (lv) lead¿s thresholds were high and unstable due to a micro dislodgement. During the lead revision, the lead presented with a breach in the insulation when it was removed and a flush was attempted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. Product ID: 2088tc st. Jude lead implanted: (B)(6) 2013. (B)(4).